Event description:
Reset (in vent) occurred. On dec at 22:17 there was led indication of lv vent then the instrument stopped. 13 minutes later a normal operation starts when touched an on stand by button. After that, no trouble at all. No alarm alleged. Patient was not on vent at the time of the event.